Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed that the right atrial lead exhibited high impedances. The impedance abruptly increased and then returned to normal multiple times. The patient was asymptomatic, the patient would be monitored.